Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (440 mcg/ml at 220 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient was in the emergency room with withdrawal symptoms and wanted the pump read. It was noted the patient was experiencing withdrawal symptoms since saturday. The patient had pump replacement surgery on (B)(6) 2019 with concentration change. During pump replacement, a back table prime was completed. The hcp was unable to aspirate the catheter and a bridge bolus was completed for catheter. The pump was read and no alarms were appearing. The ER didn't want to change the pump setting and stated they have the patient IV medications. The issue was not resolved.